Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 35699-16, was returned and analyzed. Visual inspection showed the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking and torn. In conclusion, the reported issue of air has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Event description:
It was reported that during a cryoablation procedure, air was aspirated through the sheath. It was noted that a hemostatic valve anomaly was suspected due to the continuous air aspiration. The sheath was replaced and the procedure was completed with the cryo console. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.